Manufacturer narrative:
This report is being supplemented to provide additional information based on the results the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus field service engineer (fse) visited the customer site to observe their reprocessing techniques, the fse detected the following deviations from the information for use (IFU): deviation in leakage test methods. Immersed the device in the water after detaching gastrointestinal videoscope. Deviation in manual cleaning steps. Started manual cleaning with suction cleaning adapter. Cleaning brush of channel opening was used before cleaning brush of channel. It is presumed that reprocessing staff at the user facility misunderstood leakage test methods and manual cleaning steps. IFU warns on insufficient reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the customer is currently being performed. The device will be evaluated and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.